Manufacturer narrative:
(B)(4). Approximate age of device - 1 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that consistent pump power and estimated pump flow elevations were observed on the patient's system controller. Log files were submitted and reviewed by a representative of the technical services team. The data revealed pump power values trending upward with the pulsatility index (pi) trending downward. This trend is accompanied by an increased rate of occurrence in pi events. The data pattern with these three parameters can be suspect of thrombus. The patient's lab values indicated an elevated lactate dehydrogenase (ldh) level. The patient is currently at home and being monitored, the patient's ldh is down to 280 u/l. The observed pump power and estimated pump flow elevations has not resolved. There were no signs or symptoms observed on the patient in relation to pump thrombus. The patient does not have any clinical history relevant to this event. The patient's inr was 2.0 on coumadin and aspirin. The system controller was exchanged for another system controller.

Manufacturer narrative:
The report of elevations in pump power and estimated pump flow values was confirmed based on the evaluation of the submitted log file and the log file retrieved from the returned system controller; however, a specific cause for the changes in pump parameters could not be conclusively determined through this evaluation. Following the event, the patient remained ongoing on pump support until receiving a pump exchange on (B)(6) 2016. The patient¿s pump was returned and evaluated under MFR report # 2916596-2016-01144. The instructions for use lists hemolysis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.